Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged stuffy nose, sore jaw, inner ear aches, upper respiratory issue, and nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging stuffy nose, sore jaw, inner ear aches, upper respiratory issue, and nasal/throat irritation or soreness related to a ventilator's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on mar 25, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging stuffy nose, sore jaw, inner ear aches, upper respiratory issue, and nasal/throat irritation or soreness related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer visually inspected the ventilator and did not detect any hardware defects on the device. The ventilator passed the posttest's applicable test steps on the trilogy multifunction test station. The device and allowed to warm up on the bench top. During this time there were no alarms or error codes. The device was tested on the trilogy multi-function test station and passed the applicable test steps. Some of the steps were observed as failures but are related to production environment testing parameters. The device was run on the bench top without any alarms, failures or overheating. The device was opened and did not detect any signs of melted plastic inside of the device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to duplicate any failure with the ventilator and has determined that the device functions as designed. Sections d9, h2, h3 and h6 has been updated in this report.